Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported "the duoderm gel was discovered with punctures when the pharmacist wanted to sell to customer(s)". Photographs depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
Correction to health care professional from no to yes. Device manufacture date corrected from 09/18/2017 to 10/12/2017. A batch record review indicates no discrepancies. Machine logs have been checked and no discrepancies were found. Preventive maintenance (pm) logs have been checked and pm's were completed with no issues raised. Duoderm h/active gel 30 grams was manufactured under lot number 7j00369. Lot number 7j00369 was sterilized. It was released on review of results. All the results were within specification and products were released. The production process, in process testing and packaging of product were all run in accordance with process instructions for gel filling and final packaging. A visual inspection for gel filling was completed at the beginning of the order and ever hour following until the order was complete. A nonconformity was raised during the production of batch 7j00369 however, it was for an unrelated issue. There has also been another complaint for manufacturing lot 7j00369 however this was for a different issue. Four (4) photographs have been received for this complaint issue and have been evaluated in accordance with work instructions. The photographs confirm the complaint issue. When reviewing the photographs the gel is still wet and clear. In deeside, a sample tube was taken and holes pierced in the same place and some gel was squeezed out. Within a few hours the gel had hardened and gone a brown colour. Therefore, the gel on the tube must be relatively fresh. Also, when reviewing the holes in the tube on the photograph there is nowhere on the filling line for these punctures to occur. Also, the process of packing the tubes is a very manual process and each tube is handled before being packaged into cartons the gel would have leaked onto the tube and this would have been felt by operator. A non-conformance was raised for this complaint issue. Operators have been made aware of the complaint. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details has been received.